Event description:
While treating a patient in cardiac arrest the button on the cardiac monitor failed causing the inability to deliver further required shocks to the patient. Self test post patient contact showed front button failure.